Manufacturer narrative:
The device was returned for inspection, and the following reportable malfunctions were identified during the device evaluation: damaged rubber gasket on camera head cover, watertight defect of rear cover. Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it is likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damaged rubber gasket on camera head cover and watertight defect of rear cover. There was no patient involvement.